Manufacturer narrative:
(B)(4). The hemopro2 extension cable device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. Based on the return condition of the device and the results of the investigation, the reported complaint was not confirmed for the reported failure mode "break; cord". This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken and does not work anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken and does not work anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Evaluation result codes from "no failure detected" to "operational problem" evaluation conclusion codes from "no failure detected, device operated within specification" to "known inherent risk of procedure" (B)(4). The hemopro2 extension cable device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. A visual inspection was conducted. No physical defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test; it did not produce steam or heat during 5-second activations. Based on the return condition of the device and the results of the investigation, the complaint was not confirmed for the reported failure mode "break; cord" but was confirmed for the analyzed failure "failure to deliver energy".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken and does not work anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken and does not work anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.